Event description:
It was reported that the implantable cardioverter defibrillator was found in backup operation. The reset backup screen noted that hv therapies were disabled. The device was explanted and replaced. Further information was requested however, was not provided.

Event description:
It was reported that the implantable cardioverter defibrillator was found in backup operation. The device was explanted and replaced. Further information was requested however, was not provided.